Event description:
It was reported that; during surgery, an implant collapsed after the surgeon had expanded it in a post-op MRI. Update (B)(6) 2016 patient received a revision surgery.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: based on visual analysis the implant is unexpanded. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: a plausible root cause could not be identified.

Event description:
It was reported that; during surgery, an implant collapsed after the surgeon had expanded it in a post-op MRI. Update 10/19/2016 patient received a revision surgery.